Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2008 due to a low battery and the recorded temp at this time was 1.2 degrees celsius. The fault appears to have gone unnoticed until (B)(6) 2009. There are 2 further self test fails and a recorded temp of sub zero. No further fails are recorded until multiple events on (B)(6) 2010 would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There were significant levels of corrosion found on the device speaker indicating the device was not being adequately stored. This can have a detrimental affect on the device membrane. The device appeared to be powering on/off successfully. It is considered likely that the returned pad-pak was not that used in the device from the date of installation as it was not significantly depleted. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.